Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented into new clinic. Upon interrogation, the right ventricular lead exhibited loss of capture. Fluoroscopy was performed and revealed the lead had dislodged due to lack of slack and suture sleeve anomaly. The lead was capped and replaced. The patient was fine post operation.